Event description:
It was reported that noise resulting in oversensing and far p-wave oversensing was observed on the right ventricular lead. Insulation damage was suspected but not confirmed. No intervention has been performed. The lead remains implanted and the patient was stable.